Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned is stuck inside of the non-bsc device, as part of overall visual revision. It was noticed that the polymer sleeve was detached of the device and it was not returned, just 298 cm of the device was returned, total length should be 300 cm. As a part of the analysis the device was inspected in a high magnification visual system and it was possible to observe that the section of the core wire left exposed has remains of the adhesive, known as thixon, used to bond the polymer sleeve and the core wire. Additionally, it was observed that the device returned inside a balloon and the balloon was kinked at the distal section, it was a little difficult to pull the wire out of the balloon. Outer diameter dimensional inspection was performed and all measured within specification.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that difficulties withdrawing the interventional device over the guidewire occurred. A v-18 control wire was selected for use in a percutaneous transluminal angioplasty in the moderately tortuous and calcified below the knee arteries. The guidewire was supported with a non-bsc balloon. During exchange of the guidewire, it was noted that the balloon was unable to be withdrawn over the guidewire. The balloon and guidewire were removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient was ok. However, device analysis revealed the polymer sleeve was detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned is stuck inside of the non-bsc device, as part of overall visual revision. It was noticed that the polymer sleeve was detached of the device and it was not returned, just 298 cm of the device was returned, total length should be 300 cm. As a part of the analysis the device was inspected in a high magnification visual system and it was possible to observe that the section of the core wire left exposed has remains of the adhesive, known as thixon, used to bond the polymer sleeve and the core wire. Additionally, it was observed that the device returned inside a balloon and the balloon was kinked at the distal section, it was a little difficult to pull the wire out of the balloon. Outer diameter dimensional inspection was performed and all measured within specification.

Event description:
Reportable based on device analysis completed on 09apr2019. It was reported that difficulties withdrawing the interventional device over the guidewire occurred. A v-18 control wire was selected for use in a percutaneous transluminal angioplasty in the moderately tortuous and calcified below the knee arteries. The guidewire was supported with a non-bsc balloon. During exchange of the guidewire, it was noted that the balloon was unable to be withdrawn over the guidewire. The balloon and guidewire were removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient was ok. However, device analysis revealed the polymer sleeve was detached. It was further reported that the distal end of the polymer sleeve may have detached inside the patient but was not seen. The location of the distal end of the device is not known.